Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): reason for surgery: pelvic pain, dysfunction uterine bleeding, recurrent ovarian cysts, sui. Concurrent procedures: lavh, bso. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent a stage 2 interstim implant on (B)(6) 2010 due to refractory overactive bladder. (B)(4).